Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen was stretched 72.5cm from the hub, and the guidewire lumen was separated 81cm from the hub. Microscopic and further examination revealed no other damage or irregularities. Allegations from the field of material rupture was not confirmed, however separation of the guidewire lumen was confirmed and inhibited further testing of the balloon due to the inability to inflate.

Event description:
It was reported that the balloon ruptured. A sterling balloon catheter 8.00mm x 40mm, 80cm was selected for use to treat peripheral arterial disease. After treatment, the balloon ruptured during removal. The physician used forceps and were able to remove the balloon completely with forceps before the balloon fully detached. No patient complications.

Event description:
It was reported that the balloon ruptured. A sterling balloon catheter 8.00mm x 40mm, 80cm was selected for use to treat peripheral arterial disease. After treatment, the balloon ruptured during removal. The physician used forceps and were able to remove the balloon completely with forceps before the balloon fully detached. No patient complications.